Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise three hours post implant. Three inappropriate shocks were delivered in two separate episodes as a result. Review of the stored episode noted the electrogram (egm) signal became very small and then a wandering baseline was noted. The noise was able to be reproduced by tapping on the sternal incision and was felt to be related to air entrapment. The primary sensing vector was reprogrammed, the device was programmed off and the physician monitored the patient in the hospital overnight. No further noise was observed the following day. The air was felt to have dissipated and the patient was discharged from the hospital. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the patient received additional shock therapy eight days later. The patient experienced dizziness and syncope prior to shock therapy. Interrogation of the s-ICD with a programmer noted no stored treated or untreated episodes. It was noted that the patient thought the shock therapy was inappropriate and placed a magnet over the device following shock delivery. Technical services (ts) discussed the device needs about one minute post episode end to store the full data. If a magnet was placed before that time, the episode data is discarded. It was unable to be determined if therapy was appropriate or inappropriate. Monitoring will be continued.

Event description:
This report is being filed to update the evaluation conclusion code.